Event description:
While performing a colonscopy, there was interference on the sony viedo equipment whenever the foot pedal of the meditron electrosurgical unit was depressed. While trying to remove the first polyp, a bard snare was being used. After checking the equipment, the surgeon switched to an olympus forceps and the procedure was continued. While trying to remove the second polyp, the esu shut down. The equipment was again checked and when the electrosurgical unit came back on, the procedure was again continued. The procedure was completed without complications and two additional polyps were removed. However, approximately 16 hours later, the pt returned to the hospital where he was treated for perforation of the bowel. He remained in the hospital for five days and is reported to be doing fine. The esu and the forceps were evaluated because it was disposable. They have been unable todetermine the cause of the perforation.